Manufacturer narrative:
One power supply was returned for investigation. Visual inspection revealed damage to power supply in the form of exposed frayed internal wire from its cable. The cause of the reported damage could not be determined.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply cable.